Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. No alarm for a compromised force sensor system could be verified due to the alarm during the basic occlusion test. The insulin pump had minor scratches on the display window, a cracked reservoir tube and tube lip and window, cracked battery tube threads, and a stained end cap sticker.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system during prime and could not get out of the loop. Troubleshooting was done. Customer's blood glucose was 91 mg/dl. Customer stated that the drive support cap was sticking out. Explained to customer that during seating the force sensor did not detect the reservoir and that causes the compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).